Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; I have a mako hip. What a mistake. In pain ever since. Ten years. I just have to live with it.